Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a customer who experienced a connection issue between the transfer set and the disconnect cap coincident with peritoneal dialysis (pd) therapy. The customer identified a gap between the transfer set and cap after connecting. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.